Event description:
Pt was having an operative laparoscopy. Rptr was using auto suture ports 10mm. The surgeon was about to close, when the scrub nurse realized that a large portion of the trocar was missing. They reinserted a new trocar and the missing piece was retrieved out of the culdesac. Pt was closed and taken to pacu. The trocar, obturator and package were sent back to the co for evaluation.